Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapeutic effect. The pt stated that "the pump is not working at all." The pt's hcp (health care professional) suspected a possible kink or microfracture in the catheter. There were no pump reservoir volume discrepancies noted by the hcp. The medication being delivered via the device was lioresal. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.